Event description:
It was reported that the user factory reset the ilet pump to operate without meal announcements and subsequently experienced elevated blood glucose; the event was characterized as a missed meal announcement and a usage issue related to procedure/method, with relevance to the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of user-provided information, and education with re-enablement of meal announcing. Investigation of this case revealed no device problem, and a usage problem was identified, specifically improper or incorrect procedure with interaction at the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.